Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during a procedure there was a loss of pressure while introducing air into the eye. The patient experienced a choroidal hemorrhage and a retinal detachment. No system message was displayed. Additional information has been requested but, none has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
A completed questionnaire was received indicating the patient experienced hypotony and choroidal hemorrhage for the repair of a retinal detachment. Intraocular silicone oil was required to tamponade the choroidal hemorrhage.the patients symptoms continue. The silicone oil remains in place. The prognosis of the patient is not expected to resolve, the surgeon states there is probable macular damage.

Manufacturer narrative:
The customer reported pressure loss while introducing air, hypotony, and a choroidal hemorrhage. The event occurred during the repair of a retinal detachment. The questionnaire was returned for review. The surgeon reported the pressure was lost while introducing air. This created a serious complication, namely a choroidal hemorrhage, which leads to loss of sight. There were no system message (sm) codes listed, according to the surgeon. However a sm was inevitably confirmed regarding the ¿fluid air exchange, availability.¿ the event log found corresponds to the event occurrence, per the surgeons. Transient intraoperative pressure (iop) fluctuation is recognized as a common occurrence during vitreoretinal eye surgery. Most vitreoretinal surgeons have been trained during their fellowship to recognize and mitigate intraoperative hypotony by adjustment of the infusion pressure and vacuum level via the console footswitch. Intraoperative, transient high intraocular pressure is not an injury. It is a potentially hazardous condition, dependent on the extent of the high iop, which must be properly managed by the surgeon. This is a temporary condition dependent on the management of infusion and vacuum levels used during surgery. During surgery, the actual measurement of the iop is rarely performed. Vitreoretinal surgeons, however, are trained to assess the iop by the visual observation of the cornea, perfusion of retinal vessels, and tactile feel of the firmness of the globe. As stated in the system operators manual: ¿the closed loop system that adjusts iop cannot replace the standard of care in judging iop intraoperatively. The surgeon must continue the common practice of informally judging the following: finger palpation on the globe, tactile feedback of the surgical instruments, retinal vessel perfusion/pulsations, presence of corneal edema. If the surgeon believes the iop is not responding to the system settings and is dangerously high, the surgeon can do one or more of the following as they deem appropriate in this situation (with care to avoid sudden hypotony): close the infusion stopcock, pinch the infusion line, remove the infusion line. Suprachoroidal hemorrhage during cataract surgery is one of the most devastating complications for both the surgeon and the patient. This complication is thought to be caused by sudden surgical decompression resulting in transient hypotony, which increases choroidal transmural venous pressure followed by serous effusion within the suprachoroidal space. As this accumulates, the short and long posterior ciliary vessels that traverse the suprachoroidal space become stretched. A suprachoroidal hemorrhage occurs when these vessels rupture from excessive stretching. Unlike other complications, the surgeon is generally caught unaware and unprepared. It can occur during any kind of intraocular surgery, from phacoemulsification to vitreoretinal surgery, but certain surgeries are more predisposed to developing an expulsive hemorrhage, such as intracapsular cataract extraction and open-sky procedures including penetrating keratoplasty. Expulsive hemorrhage is more commonly seen in elderly patients with generalized arteriosclerosis or hypertension. Patients with a history of expulsive hemorrhage are at higher risk of developing an expulsive hemorrhage in the other eye as well. Local ocular conditions that predispose to an expulsive hemorrhage include glaucoma, increased iop, low scleral rigidity and high myopia. Other intraoperative factors that can be important include sudden rise in blood pressure, a positive valsalva maneuver such as coughing, straining, and squeezing of the lids by the patient, a tight lid speculum causing pressure on the globe or vitreous loss during surgery. Bleeding generally starts from one of the short posterior ciliary arteries. The vessels are especially prone to rupture if they are also necrotic secondary to glaucoma or arteriosclerosis. Events might also begin with a serous choroidal detachment that leads to a sudden stretching of the ciliary vessels, leading to their rupture. Expulsive hemorrhage is recognized intraoperatively as a shallowing of the anterior chamber, spontaneous expulsion of the lens or intraocular lens implant (iol), progressive vitreous loss, wound gape, a dark, expanding choroidal mass along with hemorrhage through the wound and finally the appearance of the retina and choroid in the wound. With a closed globe or in eyes with self-sealing incisions, such as in phacoemulsification, an expulsive hemorrhage is recognized as shallowing of the chamber and progressive firmness of the globe. The final prognosis depends on the time of hemorrhage, the size of the vessel involved and speedy therapy. Rapid recognition and institution of appropriate measures can help save an otherwise unsalvageable eye. Product evaluation: the system was examined. The company representative did not replicate any issues with the fluid/air exchange (fax) function or with the cassettes. However, the system message (sm) was confirmed (via event log). A preventive maintenance was performed. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on march 12, 2011. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).